Event description:
Right shoulder surgery on the (B)(6) 2009. Dislocation anterior treated by self reduction on the (B)(6) 2013.

Manufacturer narrative:
Method: device history record was not reviewed because device was not returned and lot number was not referenced. Results: device was not returned for analysis. Conclusions: device was not returned for evaluation because still implanted. Root cause could not be confirmed. This is the initial and final report submitted regarding this surgical event and medical device.